Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported during functional endoscopic sinus surgery (fess), an inaccuracy was observed midway through the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No information was provided on patient outcome.